Event description:
An employee went to final close a corregated box which contained a sharps container lying horizontally in it's side on the very top of all the waste and reportedly received a needlestick from a needle that punctured through the middle of the container.